Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("post op / essure removal") and fibromyalgia ("fibromyalgia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fibromyalgia (seriousness criterion medically significant). On an unknown date, the patient experienced dizziness ("dizziness"), vision blurred ("blurred vision"), hypoaesthesia ("numbness of hand and feet"), paraesthesia ("tingling in hands and feet"), feeling abnormal ("severe brain fog"), muscle twitching ("involuntary muscle twitching and jerking"), tinnitus ("cracking noise in ears"), arthralgia ("hip pain"), myalgia ("muscles hurt"), vertigo ("vertigo") and fatigue ("extreme fatigue"). The patient was treated with surgery (essure removal). Essure was removed in 2016. At the time of the report, the medical device removal, fibromyalgia, dizziness, vision blurred, hypoaesthesia, paraesthesia, feeling abnormal, muscle twitching, tinnitus, arthralgia, myalgia, vertigo and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness, fatigue, feeling abnormal, fibromyalgia, hypoaesthesia, medical device removal, muscle twitching, myalgia, paraesthesia, tinnitus, vertigo and vision blurred with essure. Diagnostic results: test negative for lupus, ra, ms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.